Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description submitted in the initial report for more information regarding the specific circumstances of this event.

Event description:
Additional information was received indicating that this device was explanted for a non-product experience. The device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance spikes, triggering an alert. A boston scientific technical services (ts) discussed troubleshooting options and recommended an in-clinic check to assess a potential connection issue. It was noted that the minute ventilation feature had been turned off last year. No adverse patient effects were reported. This device remains implanted.